Event description:
It was reported that a lead fragment could not be explanted and remains implanted in the patient following an elective procedure intended to explant the patient's system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.